Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported via phone that outcome is unknown.

Event description:
It was reported via phone that the pc unit and the pump module is "causing errors". There was patient involvement, but the outcome is unknown. Although requested, no additional information was provided.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.